Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients pocket site became loose which caused the ipg to migrate. The physician was concerned about bodily fluids in the ipg ports as the patient had flipped the ipg many times. No device malfunction was suspected. The patient underwent an ipg replacement procedure wherein the ipg was anchored well. The patient was doing well post-operatively and the explanted ipg was discarded.